Manufacturer narrative:
A1 - patient identifier: (B)(6); a2 - age at time of event: the patient was 75 years old at the time of study enrollment.

Event description:
(B)(6) eminent clinical study: it was reported that the subject underwent a femoral endarterectomy, femoral-popliteal bypass, and toe amputation 1460 days post index procedure. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right-mid superficial femoral artery (sfa) with 100% stenosis and was 60 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 80 mm study stent. Following post-dilation, the residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2022, 1460 days post index procedure, the subject presented to the hospital with recurrence of peripheral artery disease. The subject underwent femoral endarterectomy, femoral-pop bypass and toe amputation as a treatment for the event. On (B)(6) 2022, the event was considered to be resolved. No further patient consequences were reported. It was further reported that on (B)(6) 2022, the patient was diagnosed with critical limb ischemia due to recurrence of peripheral artery disease. The previously reported femoral endarterectomy, femoral-pop bypass, and toe amputation took place on (B)(6) 2022. It was further reported that the event of target limb amputation was not related to the study device or procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: the patient was 75 years old at the time of study enrollment.

Event description:
(B)(4) eminent clinical study it was reported that the subject underwent a femoral endarterectomy, femoral-popliteal bypass, and toe amputation 1460 days post index procedure. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right mid superficial femoral artery (sfa) with 100% stenosis and was 60 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 80 mm study stent. Following post-dilation, the residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2022, 1460 days post index procedure, the subject presented to the hospital with recurrence of peripheral artery disease. The subject underwent femoral endarterectomy, femoral-pop bypass and toe amputation as a treatment for the event. On (B)(6) 2022, the event was considered to be resolved. No further patient consequences were reported.

Event description:
(B)(6) eminent clinical study. It was reported that the subject underwent a femoral endarterectomy, femoral-popliteal bypass, and toe amputation 1460 days post index procedure. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right-mid superficial femoral artery (sfa) with 100% stenosis and was 60 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 80 mm study stent. Following post-dilation, the residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2022 1460 days post index procedure, the subject presented to the hospital with recurrence of peripheral artery disease. The subject underwent femoral endarterectomy, femoral-pop bypass and toe amputation as a treatment for the event. On (B)(6) 2022, the event was considered to be resolved. No further patient consequences were reported. It was further reported that on (B)(6) 2022 the patient was diagnosed with critical limb ischemia due to recurrence of peripheral artery disease. The previously reported femoral endarterectomy, femoral-pop bypass, and toe amputation took place on (B)(6) 2022.

Manufacturer narrative:
A1 - patient identifier: (B)(6) a2 - age at time of event: the patient was 75 years old at the time of study enrollment.